Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead provocation testing was performed and the event was reproducible. The ra lead was capped and replaced to resolve the event and the patient was in stable condition. Ra lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the revision procedure.